Manufacturer narrative:
A catheter with a separated tip was received from the customer. The catheter was not an edwards catheter (as reported by the customer in the voluntary medwatch). The name "lemaitre" is clearly labeled on the catheter hub. This complaint was reported in error as this event did not occur with an edwards device.

Event description:
Reported on voluntary medwatch (B)(4) " catheter tip of #4 french embolectomy catheter broke off during procedure. It was retrieved using a second embolectomy catheter." Follow-up with customer revealed that when removing the catheter from the right upper arm av arm access site the tip of the catheter broke off. The tip was found out after trying to reopen the site because it clotted off. No patient injury was reported.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the devices clips were easily knocked off the vessel. Another device was used to complete the procedure. There was no adverse consequence to the patient.